Event description:
It was reported that this right atrial (ra) lead exhibited out of range pacing impedance measurements and loss of capture at max outputs when the patient was programming into magnetic resonance imaging (MRI) mode. Which was suspected to be caused by a lead fracture. Troubleshooting options were discussed and recommended. The plan is going doing a vt ablation and will addrress the lead issue after the ablation. Currently, this product remains in service and no adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited out of range pacing impedance measurements and loss of capture at max outputs when the patient was programming into magnetic resonance imaging (MRI) mode. Troubleshooting options were discussed and recommended. Currently, this product remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product remains in service and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. It was confirmed that this device met manufacturing specifications prior to distribution and there was no indication that the device manufacturing process contributed to the reported complaint. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this right atrial (ra) lead exhibited out of range pacing impedance measurements and loss of capture at max outputs when the patient was programming into magnetic resonance imaging (MRI) mode. Which was suspected to be caused by a lead fracture. Troubleshooting options were discussed and recommended. The plan is going doing a vt ablation and will addrress the lead issue after the ablation. Currently, this product remains in service and no adverse patient effects were reported.